Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately six months post implant of this mitral bioprosthetic valve, it was explanted and replaced. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this mitral valve was explanted and replaced due to infective endocarditis and a mitral valve abscess. A sample taken from the explanted valve tested positive for gram positive cocci. In a concomitant procedure, dehiscence of the aortic valve was repaired. No other adverse patient effects were reported. Analysis: the device has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The sterilization process used by medtronic utilizes bbg solution which has an anti-microbial kill on the microorganisms such as cocci species, and it also has demonstrated the ability to inactivate the biological indicator, bacillus atrophaues which is representative bioburden for the microbial flora found in our manufacturing controlled environment. Conclusion: the reported organism can be rendered non-viable to the sterilization process during manufacturing. Therefore, it was unlikely that the organism originally came from the device and/or manufacturing valve process.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.